Event description:
It was reported that, during the implant of this inflatable penile prosthesis (ipp), the pump did not deflate or inflate. The pump was removed and pump troubleshooting was performed, but was unsuccessful. Another implant was used and the surgery was completed. There were no patient complications reported.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) surgery, the implanted pump did not deflate and it did not inflate neither. The pump was removed and it was tried to inflate and deflate on the back table and it did not work. Another implant was used and the surgery was completed. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the visual test. Under microscope, it was found that the poppet rod was misaligned. Based on the information available and analysis results, the misaligned poppet rod identified in the pump could have caused or contributed to the reported clinical observation of inflation and deflation anomalies.